Event description:
An infection was reported that resulted in device explant. The medication being delivered via the device system was not reported. No additional information was provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.